Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: after firing, the jaws would not open when the black return knobs were returned. The instrument was resected with another device. Surgery time delay was reported as more than 30 minutes.